Manufacturer narrative:
Investigation summary two x-ray photos were provided to our quality team for investigation. Upon examination of the returned photo, it was observed that needle inserted in a body. Based on the investigation with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe needle broke off under the pet's skin. The following information was provided by the initial reporter: we had a bd plastipak 3ml syringe with 25g x 5/8 needle, where the needle broke off under the pet's skin.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe needle broke off under the pet's skin. The following information was provided by the initial reporter: we had a bd plastipak 3ml syringe with 25g x 5/8 needle, where the needle broke off under the pet's skin.